Event description:
The lay user/pt contacted lifescan in 2008 and alleged that her one touch ultra meter displayed the three dashes. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on the same day at 5:30 pm. She also mentioned that she felt shaky after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The pt was not tested on any other device. At the time of troubleshooting, it was verified that this was a new product and that the pt was seeing the dashes when accessing the memory (use error). She was educated and trained on the meter memory and the issue was resolved. This complaint is being reported because the pt experienced a symptom that could be suggestive of hypoglycemia after the reported issue began. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.